Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. It was reported that the device did not work effectively. An associated device issue could not be confirmed. Visual inspection and testing found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy, the device did not work effectively at coagulation across omental or appendiceal pedicles. There was no patient injury.